Event description:
It was reported that the patient was presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing, causing pacing inhibition. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found external insulation abrasion exposing the outer coil was noted at 10.1cm to 10.3cm from the connector pin, breaching the outer insulation exposing the outer coil. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.